Event description:
The article lists info suggesting a male pt being treated for spasticity with an implantable infusion pump experienced a pump related infection (gram-negative meningitis). Four days post pump replacement due to battery depletion, the pt presented with fever, swelling at the pump pocket site decreased energy and increased spasticity with hypotension and tachycardia. E. Coli was identified in both the pump and csf. Pt was treated with antibiotics and placed on ventilator support. Other complications during treatment included coagulopathy, thrombocytopenia, headache, weakness and weight loss. After 28 days, the pt had returned to his previous status. The pump was explanted. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen of spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.